Event description:
The impedance on electrode 8 was 150 ohms. There was no trauma associated with the low impedance reading. The patient had no shocking or jolting sensation. The patient was receiving good stimulation, and had no further complaints.